Event description:
It was reported that during a laparoscopic right colectomy procedure, the device stopped cauterizing and would only cut in the middle of the case. Bleeding was controlled with a new device.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.